Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that during ventilation the evita 4 has raised a red alarm with the error message "mixer inop". No patient consequences reported.

Manufacturer narrative:
The affected device was checked by a dräger service technician on site and the mixer cartridges were replaced. These were sent to the repair shop of the manufacturer and the reported error could be reproduced in a test run. The technical analysis has shown that the movement of the valve of the oxygen mixer cartridge was restricted. According to log entries this deviation led to ventilation-related alarms and after a few minutes to the error message "mixer inop" and a singular warmstart of the device. The unit continued ventilation after the warmtart until the unit was switched off by the user intentionally. Component replacement of the mixer cartridges has resolved the problem. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart an emergency-breathing valve would open allowing for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.